Event description:
Customer reported a tpn infusion was leaking onto the floor from a hole in the silicone segment. The tpn was infusing with no problems at 1045 when the nurse checked the IV set. At 1120 the patient's grandmother called the nurse into the room because liquid was on the floor. The nurse noted the tpn dripping onto the floor and the tpn was stopped and the tpn bag and tubing were discontinued. The doctor was notified and IV fluids and blood glucose level were ordered. Although, requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4). Unable to determine the cause of the customer's report of leaking. The customer stated the set has been discarded and is not available for failure investigation.